Event description:
In april 2004, the pt reportedly experienced tinnitus, dizziness and nausea. The pt reportedly was prescribed steroids and antibiotics (prescription names not given) which did not relieve the symptoms. The surgeon reportedly performed surgery to repair a cochleostomy leak. The pt's device remains implanted.